Event description:
Olympus (omsc) was informed that the customer high definition autoclavable camera head was returned to the olympus repair center for a ¿defective image¿. The customer reported problem was found during an unspecified event. However, the repair inspection found the camera has a no image malfunction. The no image problem was isolated to a defective cable unit. No death, injury or harm was reported to olympus. This report is being submitted to capture the no image malfunction.

Manufacturer narrative:
The repair inspection confirmed the customer¿s reported problem, as a no image malfunction was found. The no image problem was isolated to a circuit board failure. The cable unit was noted to have a buckle and scrapes. The camera failed the leak test at the coupler unit. There are signs of moisture stains inside camera unit. The investigation is ongoing. However, if additional information becomes available this medical device report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the circuit board failure could not be determined. Olympus will continue to monitor field performance for this device.